Event description:
It was reported that post-op a laparoscopic adjustable band procedure, there was no restriction. The surgeon could not fill the band. The tubing had become totally disconnected from the port. The entire tubing was floating inside the pt's abdomen. In 2009, a new locking connector and port was placed in the pt and reconnected the tubing. The pt is currently fine. Per the surgeon, the pt had already experienced weight loss prior to the event.

Manufacturer narrative:
Date sent: 09/17/2009. Info is unavailable; device was not returned for eval.